Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 80% stenosed, mildly tortuous, eccentric, de novo bifurcation lesion in the proximal circumflex (cx) coronary artery and left main (lm) to left anterior descending (lad) coronary artery. Pre-dilation was performed using 3.0mm and 3.5mm non-abbott balloon dilatation catheters. A 4.00x28mm xience xpedition rx stent delivery system (sds) was advanced and the stent was implanted in the lm to lad. A 4.00x18mm xience xpedition rx sds was subsequently advanced and became stuck to the previously implanted stent and failed to cross. The sds was removed with resistance, and the stent struts were noted to be flared. A new same size xience xpedition sds was advanced without resistance and the stent was successfully implanted. There was no adverse patient effect and no reported significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device and the reported stent damage was confirmed. The reported failure to advance and difficulty to remove the device was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system was advanced toward the lesion the device met resistance with the previously implanted stent resulting in the reported failure to advance, then during retraction against resistance with the previously implanted stent, the stent implant became damaged resulting in the reported difficulty to remove. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history for the reported lot revealed no similar incidents. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.